Event description:
In october 1996, the child demonstrated inconsistent responses to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. For unspecified reasons, the device was not explanted at the time. The suitability of explantation/reimplantation surgery was re-evaluated in 1999. The device was explanted and a new device was placed in december 1999. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.